Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, while preparing for a biopsy procedure, it was reported that prior to a biopsy procedure, the small, blue dot-like object allegedly had foreign material inside the package. There was no patient contact.

Event description:
On (B)(6) 2025, while preparing for a biopsy procedure, it was reported that prior to a biopsy procedure, the small, blue dot-like object allegedly had foreign material inside the package. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed maxcore device was received for evaluation. Upon visual evaluation, an unknown substance blue in color on the outer housing of the maxcore within the sealed packaging. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material an unknown substance blue in color on the outer housing of the maxcore device within the sealed packaging. A definitive root cause for the device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.